Event description:
Pharmacist contacted lfs alleging an unknown issue with the patient's meter. No further clinical information was provided. Product was replaced. There is no evidence that a serious injury occurred. The complaint is being reported due to an alleged issue with the meter.

Manufacturer narrative:
Lot # of test strips was not provided.

Manufacturer narrative:
Follow-up # 1 (03/08/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2013 and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the meter was found to have pcb contamination and corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.